Manufacturer narrative:
(B)(4). Section g4: the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the subject mr290v vented autofeed humidification chamber was requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: review of the provided photographs confirmed the reported crack on the dome of the humidification chamber. Conclusion: the presence of the reported crack was confirmed by reviewing the photographs provided. The cause of the observed cracks was not determined. The user instructions provided with the rt268 breathing circuit include the following: "do not use the chamber if the seals are not intact of if it has been dropped." "Visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt268 infant evaqua2 breathing circuit, was found cracked prior to patient use. There was no patient involvement reported.